Manufacturer narrative:
E1: (B)(6). H3: one device was returned for analysis in overall good condition with complaint that there was a discrepancy regarding the number of patient-controlled analgesia (pca) boluses the patient received. Service history review identified the complaint was not related to a previous service of the device within the review period. Review of event history confirmed the complaint that the dose was increased. Functional testing was performed. Complaint of a discrepancy in the pca bolus was determined to be caused by the dose being increased using the admin code. Although it is not determined who increased the dose, there were no functional or accuracy issues with the device. The device underwent preventive maintenance, and it was determined that the accuracy and functional tests all passed.

Event description:
It was reported that there was a discrepancy regarding the number of patient-controlled analgesia (pca) boluses the patient has received. Event occurred while in use with patient in the hospital and device was operated by a lay user or a patient. No patient harm/adverse event was reported.